Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer observed a message when attempting to use the vessel sealer extend instrument with the e-100 generator. The intuitive surgical, inc. (Isi) clinical sales associate (csa) contacted isi technical support for assistance. The isi technical support engineer (tse) confirmed there were no errors in the logs. It was noted that the message would not appear when using the vessel sealer extend on the integrated electro surgical unit (iesu) generator. The csa mentioned the surgeon would try different areas and they seemed to have enough tissue in the jaws. The e-100 generator would give the message, while the iesu generator worked fine. It was noted that the e-100 had been recently replaced however this was an ongoing issue. The customer continued the procedure using the vessel sealer extend with the iesu generator, with no reported injury. Multiple follow-up attempts were made to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to reproduce the reported complaint. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints for this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed no associated errors to have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a right hemicolectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged during a right hemicolectomy surgical procedure, the customer had to convert from the e-100 generator to the integrated electro surgical unit generator due to numerous messages the customer was receiving. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.